Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
It was reported that the unit declared a primary alarm failure error. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
MFR received date: 12sept2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the power management or motor controller board. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.